Event description:
Patient was using amo complete moisture plus contact lens solution. Patient began having problems with eyes becoming very red and irritated. Patient discontinued use of contact lenses in 2007, and saw an optometrist three days later, patient did not wear contact lenses or use the solution for 7 days. Patient resumed using contact lenses and solution on the 7th day. On the 8th day the same symptoms occurred. Patient discontinued use of contact lenses and solution and saw an optometrist eleven days later, patient was directed to change solution and began wearing contact lenses the following day. No symptoms recurred once a change was made in the contact lens solution. Used in 2007.